Manufacturer narrative:
Unit received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unit failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with cracked case on the back at the battery tube area. Unit received with minor scratched display window and case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working after being exposed to fluid/moisture. The customer¿s blood glucose was 126 mg/dl at the time of the incident. The customer states they went swimming wearing the insulin pump. There was water inside the device and would not work even after changing the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.